Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2015 was chosen as a best etimate based on the date that the manufacturer became aware of the event. Explant date: (B)(6) 2015. Concomitant medical products: model number/catalog number: sc-8216-70, serial number: (B)(4), batch/lot number: 2000004882, model/catalog description: artisan lead 70 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was no longer getting pain relief in the lower back. The patient underwent an explant procedure wherein all device components were removed.